Event description:
The patient stated that it worked on the right side, but thought a ¿wire came loose¿ on the left because the left side did not work. The patient stated if they moved their head a ¿certain way¿ or pushed on the area, they could feel stimulation on the left side. The patient did not know when the left side stopped working. The patient stated that they used to use the device for eight hours straight, but had only used it once or twice in the last year or two. The patient stated that they had not had much pain in the last two years. The patient noted that they were having a CT scan for a reason not related to the device or therapy. It was for a dental implant. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# j0412300v, implanted: (B)(6) 2006, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).